Event description:
It was reported to philips that the system's geometry movements were not available. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user re-plugged in the communication cable in the m-cabinet to complete procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geometry movements were not available. The fse visited onsite and upon functional analysis, the fse reviewed the logs file, found enmv high error, when this happens the system does not allow the control module to become active for use to prevent the system moving by itself and the geo module was defective. The defective geo module was return for analysis, and it concluded that the cause was enmv reading 12v failed. To resolve the reported issue, the fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.